Event description:
Additional information received. The customer stated the medication was being infused via a central line. The leak occurred at the clave, on the most distal part of the tubing. The mating device was a cair extension set.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a 38 cm (15") smallbore ext set w/3 microclave® clear, rings (glow, red), rotating luer. The customer stated while the patient was receiving an infusion of noradrenaline, the patient¿s blood pressure experienced an inexplicable drop to 66 diastole. Upon checking the extensions, a leak was found on the distal part. Conservatory measures were taken by the changing of the tubing. No other information was provided.